Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited no image and produced no data. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested events were confirmed, and the device did not meet the standard specifications and function. It was determined that the events occurred by breakage of internal circuit board of video connector. The breakage may have occurred by application of irregular electric damage from electrical contacts of video connector. However, the root cause could not be identified. No further information could be obtained. Suggested event 1: n/a. No information to judge failure caused by the user¿s misuse. Suggested event 2: user can detect the event by handling the device in accordance with the following instructions for use (IFU): ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. User can reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: ltf-s190-5 operation manual _important information ¿ please read before use :do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.